Manufacturer narrative:
(B)(4). Pump passed the displacement test. Pump received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring damaged. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.